Event description:
It was reported that noise had been observed on the atrial lead. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis of the partially returned lead found insulation damage at 1.5 cm from the distal tip. This damage could have caused the reported noise problem detected in the field.